Event description:
It was reported that during a donor nephrectomy procedure, two of the devices tore consecutively. Unknown how case was completed. Surgery was prolonged for 20 minutes. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4): information anticipated, but unavailable at this time.